Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Implant date is unknown; reported as approximately three months prior to revision procedure on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery for a joint fusion in the left hand on (B)(6) 2019. Three months ago, the patient was initially implanted with a variable angle (va) locking condylar plate due to a fusion of the joint due to regular dislocation, restricted movement, and pain, and has recently been broken. The surgeon replaced it with another longer unknown plate of the same kind to try a better fixation across the joint and also put an unknown screw across the joint to decrease mobility. The patient has an undiagnosed disease which affects the small joints in which the patient had multiple joints fused. The surgeon felt that he may have let the patient mobilized too early, which caused the plate to be broken. Thus, the surgeon is going to leave the splint on the patient for a longer period of time after revision. The surgeon felt that the plate was not the issue but more of the mobility of the joint. The surgery was completed with the patient in stable condition. It was further reported that the patient suffers from an undiagnosed joint condition post-surgery. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 1.5mm val condylar plate 2 holes hd-6 holes shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation selection, investigation site: mezzovico, selected flow(s): 3. Damaged: visual / examples: broken/deformed/bent/cracked. Visual inspection: returned item has been received not in original packaging. Information etched match to complaint system and DHR. The returned plate is broken post production at level of the hole va-4 (see pictures fig.1 e fig2) no evidence of visual nonconformance manufacturing related. For further details see the attachment ¿pc-000402304_analysis_report¿. Document/specification review: the returned item has been manufactured and then released in february 2016 according drawing se_466823 rev.f valid from 18-dec-2014. The involved lot 9826995 has been manufactured starting from the raw material art. 60010099/lot 18843 (material: stainless steel es0361-crs as required by se_466823 rev.f). No nonconformances or document change have been identified which may be related to the complaint condition. Dimensional inspection: the returned part was reinspected for all the features relevant to the complaint condition. The measurable features (thickness, width and holes features) have been found conforming to manufacturing specifications. Summary: as per selected investigation flow from w-m-s080 appendix a, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 02.130.255 , lot: 9826995 , manufacturing site: mezzovico, release to warehouse date: 17.feb.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Concomitant device: va locking screw (part# 02.130.308, lot# unknown, quantity# 2) , va locking screw (part# 02.130.309, lot# unknown, quantity# 2) , va locking screw (part# 02.130.310, lot# unknown, quantity# 1) , va locking screw (part# 02.130.311, lot# unknown, quantity# 1) , va locking screw (part# 02.130.312, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.